Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured between march 20, 2012 and march 21, 2012. Evaluation summary: the unit was received for evaluation with an attached patient control module (pcm). Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed on the infusor with no issues noted. A functional flow rate test was performed, and the flow rate of the infusor was found to be within specification. The infusor was then connected to the pcm and another functional flow rate test was performed; the flow rate of the devices was found to be within specification. There were no issues noted during testing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak occurred during the use of a half day infusor. The device was being used with a patient control module (pcm). According to the report, the leak occurred at the sides of the pcm after the button had been pressed. The device was filled with piritramid in sodium chloride solution. This event occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.